Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the inner sheath, for 26 fr. Outer sheath exhibited the isolation beak was damaged. There were no reports of patient involvement.

Manufacturer narrative:
Legal manufacturer's final investigation.